Event description:
Information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable ne urostimulator (ins). It was reported that they have been issues with the remote and having to reset the battery three times per week due to unresponsive screen. Caller clarified that the patient will reach for the controller to check battery level, and the controller will not wake up or respond until the battery has been reset. Caller stated the controller battery will read 100% and the controller is not plugged into anything when this occurs. Caller also mentioned seeing "check batteries low" message on controller when trying to recharge the implant; agent verified patient saw "cannot continue. Recharge the controller" message when trying to recharge but controller was at 100%. Caller had been communicating with a manufacturer representative (rep)via text who recommended calling patient services for replacement controller. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 100% and implant is 50%. Caller confirmed green light was on. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed charging excellent. Caller mentioned seeing a screen flash through with a red triangle but caller was unable to read it before the screen went back to recharging excellent. The issue was no t resolved. A replacement controller was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller s/n (B)(6) revealed that the controller was repaired due to bent battery contacts causing white/blank screen/power loss. In addition, the front case was replaced due to broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.